Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 200 ohms. Technical services reviewed the presenting electrocardiogram and it appeared to be clean. Technical services recommended to bring the patient in to have them perform a commanded shock test. The patient was not evaluated and the physician elected to continue to monitor the patient. This ICD and rv lead remain in service. No adverse patient effects were reported.